Event description:
The doctor indicated that the screw potion of the locator abutment fractured. The doctor reported that the fractured abutment screw fragment was removed from the implant.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). The complaint investigator reviewed the returned certain® locator® abutment 4.1mm(d) x 4mm(h) with a digital microscope and attached photographic evidence. It was concluded that the locator abutment fracture at the threaded area. The component was returned to zest anchors for complaint investigation. Zest anchors owns the risk management documentation and provided the response biomet 3i. Zest quality and engineering departments evaluated the returned parts and confirmed the fractured threads during use, the remainder of the threaded portion was found to be in specification with no material defect noted. A definitive root cause for the fractured abutment cannot be determined.